Event description:
It was reported to philips that the mrx rfu (ready for use indicator) shows an "x". There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the rfu (ready for use) shows an 'x". There was no patient involvement. Based on the information available, after all device checks, the issue did not appear and the system is working fine. The device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.